Event description:
The user reported that the brightness on the monitor was not sufficient to be able to read the electrocardiogram waveform. There was no pt involvement. Tests on the device revealed a low output from the high voltage multiplier. The precise cause of the h.v. Multiplier failure could not be determined. It appears to have been a randon component failure. The event is not occurring more frequently or with greater severity than is usual for the device.